Event description:
It was reported the coblator ii surgery system began giving off a burning and smoking smell intra-operatively. The physician described the smell as burning plastic or metal. The physician was able to complete the procedure using the coblator ii surgery system. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's identifying information was requested but not received.